Event description:
The customer contact reported a leak; subsequently blood loss was noted. The tubing set was being used to deliver an unspecified volume of normal saline by gravity flow. The option-lok male adapter of the tubing set was connected to the patient's IV access site. At an unspecified time, a male adapter of an unspecified device was connected to an unspecified clave y-site on the tubing set to deliver an unspecified anesthetic medication via IV push. It was reported that after the delivery of the anesthetic medication was started, a leak of solution and an unspecified volume of blood loss were noted from an unspecified location near the connection of the option-lok male adapter and the patient's IV access site. It was reported that the tubing was clamped proximal to the option-lok male adapter. It was reported that after a new peripheral IV access site was started, the tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delays in therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.